Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that she jumped into the pool while wearing the insulin pump. Troubleshooting was performed and water underneath the display was observed. No further info was provided.